Event description:
Discordant, falsely elevated sodium results were obtained on an advia 1800 instrument. The discordant results were reported to the physician(s) for all patients except one (sid (B)(6)). After obtaining a failed calibration for the ion selective electrode and slope errors for the sodium assay, the operator reran the patient samples on an alternate instrument. The rerun results were lower than the initial results and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer replaced the sodium electrode during troubleshooting. During follow-up with the customer, the customer stated that she had not had any further issues when testing samples for sodium on the instrument. The cause of the discordant, falsely elevated sodium results was a malfunction of the electrode. The instrument is performing according to specifications. No further evaluation of this device is required.